Manufacturer narrative:
A siemens technical application specialist (tas) was at the customer site to perform an allergy study protocol. The tas and the customer questioned the first qc and patient sample results obtained. The tas and the customer then discovered that the tubing could not be attached to the threading of the immulite 2000 xpi water bottle. The tubing and the screw-top came loose from the water bottle, enabling air to get into the tubing. The customer afixed the screw top cap to the water bottle with tape and the operator manually checks the water bottle multiple times each day. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2247117-2014-00036 was filed on july 02, 2014. Additional information (03/01/2015): siemens healthcare diagnostics is conducting a correction for the immulite 2000 and immulite 2000 xpi immunoassay systems water and liquid waste bottles received starting may 2013. Siemens has identified that the water and liquid waste bottle assemblies were manufactured with a quality issue. The smaller diameter opening of both bottles is undersized and/or deformed, preventing the cap from closing or fastening securely to the bottle. Urgent medical device correction (umdc) 2015-03-05 entitled "immulite 2000 and immulite 2000 xpi water and liquid waste bottles issue" was sent to customers in the united states and urgent field safety notice (ufsn) 3022 entitled "immulite 2000 and immulite 2000 xpi water and liquid waste bottles issue" was sent to customers outside the united states in march 2015. The umdc/ufsn describes how to identify a defective bottle and actions to take if a defective bottle is identified.

Event description:
Discordant, falsely elevated results were obtained on patient samples tested for allergen specific ige amoxicillin (spe c204), allergen specific ige ampicillin (spe c203), allergen specific ige penicilloyl g (spe c1), and allergen specific ige penicilloyl v (spe c2) on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s), as the quality controls (qc) were out of range high and all allergen results were positive. The samples were repeated on the same instrument. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.